Manufacturer narrative:
(B)(4). A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed way due to multi-system organ failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported multi-system organ failure could not be conclusively established through this evaluation. The device was not explanted and will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists various types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.